Manufacturer narrative:
Based on the limited information provided, intuitive surgical inc.(isi) has not determined the root cause of the patient's death or why the da vinci procedure was converted to open surgical techniques. The isi clinical sales representative (csr) stated it is unknown how long the da vinci procedure lasted before being converted to open and that the patient was in a reverse trendelenburg position. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the procedure date of (B)(6) 2013. It was noted that there was no system errors to have occurred during the surgical procedure. The complaint is being reported due to the following conclusion: at an unspecified time after undergoing a da vinci procedure, which was converted to open surgical techniques , the patient had expired.

Event description:
It was reported that hours after a da vinci paraesophageal hernia procedure the patient had expired. It was noted that the procedure was converted to traditional open surgical techniques for an unknown reason and that the patient had chronic pre-existing medical conditions that contributed to their death. No further information was provided.